Event description:
It was reported that a pt sustained a small second degree burn as a result of a hair removal treatment to the back. Patient was reported to have fully recovered without any scarring. No medical intervention was reported.

Manufacturer narrative:
Preliminary lumenis field service investigation found that the subject device was within allowable operating and functional tolerances. Subject device was requested to be returned to the lumenis mfg site for full functional analysis. Should the device be returned, a follow up MDR will be filled.